Event description:
On (B)(6) 2010, the patient's mother reported the menu button and the down button are sticking on the infusion device. She noticed the issue while attempting to unlock the device to program a bolus. The infusion device has not been dropped or exposed to moisture. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.